Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a discrepant result eua#(B)(4). The following has been provided by the initial reporter: customer stated she was tested at the doctor 10 days ago and result was positive and she used the bd veritor at home test 1 and was positive and took the second one and was negative but both test had two lines on them.

Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding a complaint that alleges the ¿customer received discrepant results¿ using the bd veritor at home covid-19 test (material # 256094), batch number unknown. ¿customer was tested at the doctor 10 days ago and result was positive. Customer used the bd veritor at home test 1 and was positive, took test 2 and was negative; both tests had two lines on them¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. Technical support advised customer the bd veritor at home covid-19 test results cannot be visually interpreted. The test requires the use of a smartphone along with the scanwell® health app. The app provides the user with step-by-step testing instructions as well as analysis, interpretation and delivery of test results. The root cause was traced to user - failure to follow instructions. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a discrepant result eua#(B)(4). The following has been provided by the initial reporter: customer stated she was tested at the doctor 10 days ago and result was positive and she used the bd veritor at home test 1 and was positive and took the second one and was negative but both test had two lines on them.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter: address unavailable. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.